Event description:
Had breast implants in 2006. Beginning in 2018 I have had multiple health issues after having a mammogram. The mammogram showed the implants intact at the time but since the procedure, I have experienced multiple health issues. Fatigue, muscle aches, chronic neck and shoulder pain, migraines, gastrointestinal problems which caused two emergency room visits. Multiple doctors visits/test. FDA safety report ID #: (B)(4).